Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that his son had high blood glucose level of 30 mmol/l and high ketones as 3.7 mmol/l, due to a kinked cannula. The mother tried to treat this issue by injecting insulin via pen and had called national health service and ambulance. The infusion had been used for a day. Subsequently, he was admitted to the hospital on (B)(6) 2019, and they kept him under observation, as the mother had already given an injection and had to stay in till a stable condition. This resolved the issue and he was released the same day with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.